Event description:
A malfunction was reported with a displayed malfunction code, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump, successfully did so, and was cleared to continue using the pump with an understanding to report any recurring issues.